Event description:
A report was received that the patient was experiencing pain at the header site. The physician tried trigger point injections but without success. The patient underwent an explant procedure and was reportedly doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-35, serial/lot #: (B)(4), description: scs phiii ext 35cm; model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg); model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical and performance tests performed. The system was returned due to ineffective therapy and pain at the site where the extension headers are located. The returned ipg was verified to be working as expected. No anomalies were presented during the functional tests. The device exhibits normal device characteristics. The paddle lead and extensions were cut. The damage was considered as explant damage and was not considered a failure.

Event description:
A report was received that the patient was experiencing pain at the header site. The physician tried trigger point injections but without success. The patient underwent an explant procedure and was reportedly doing well post-operatively.